Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because it was not longer inflating. Upon procedure, it was found a break in tubing between cylinders and pump. The pump and cylinders were removed and replaced. There were no patient complications reported.